Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was not confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was not returned engaged. Evidence of use in the form of biological material was observed on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. A functional inspection could not be performed as the stapler was returned with no staples remaining. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during use, the staples jammed in the staplers". Additional information received states that "there was no consequence for the patient. We used a stapler from another supplier to solve the issue".

Manufacturer narrative:
(B)(4), other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "during use, the staples jammed in the staplers". Additional information received states that "there was no consequence for the patient. We used a stapler from another supplier to solve the issue".